Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was in the 300 mg/dl range and an insulin injection was to be used to address the bg level. There was a delay in clearing the alarm. The customer resumed insulin delivery.